Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that there was noise exhibited on this implantable cardioverter defibrillator (ICD) system. The patient was seen in clinic by the health care professional (hcp). The hcp was unable to reproduce any noise with extensive isometrics and all lead measurements were stable. This patient previously had an infection that required the system to be removed. The hcp reported after reviewing the post operation chest x-ray there were lead fragments left behind that are quite close to the implanted right ventricular lead. Ts suspected this interaction is resulting in the observed noise. The noise was oversensed and led to pacing inhibition greater than three seconds. Hcp reported they will continue to monitor the patient. This ICD remains in service. No additional adverse patient effects were reported.